Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received some alarms on their insulin pump. The patient's blood glucose level was at 105 mg/dl. The customer stated that the alarm occurred during the rewind sequence. The customer was assisted with trouble shooting and reprogramming the insulin pump. The customer stated that the pump would suddenly shut off sometimes. The customer was advised to change the battery on the pump and check for damages on the battery cap. The customer stated that there was no damage to the pump. The customer will monitor the insulin pump and call back if there were any further issues. No further information was provided.